Event description:
It was reported that stent dislodge occurred. A 2.50 x 12mm synergy xd drug-eluting stent was selected for use. However, upon loading the stent into the guidewire, the stent detached from the delivery balloon. The procedure was completed with a different device. There were no patient complications reported.

Manufacturer narrative:
Device evaluated by MFR: synergy xd mr us 2.50 x 12mm stent delivery system was returned for analysis. Examination of the crimped stent via scope found evidence of damage with stent struts from the proximal stent region lifted and pulled distally. The undamaged crimped stent outer diameter was measured and the result is within max crimped stent profile measurement. The balloon cones were reviewed via scope, and no issues were noted. The balloon wings were tightly wrapped and evenly folded. The balloon had not been subjected to positive pressure. A visual and microscopic examination of the bumper tip no issues. A visual and tactile examination of the hypotube shaft found multiple kinks along several locations of the hypotube shaft. A visual and tactile examination of the outer and mid-shaft section and a visual examination of the inner lumen found no issues. No other issues were identified during the product analysis.

Event description:
It was reported that stent dislodge occurred. A 2.50 x 12mm synergy xd drug-eluting stent was selected for use. However, upon loading the stent into the guidewire, the stent detached from the delivery balloon. The procedure was completed with a different device. There were no patient complications reported.